Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Pump reset information was provided by cts, assisting caller with resetting pump, and malfunction code did not recur after reset. Customer was instructed to continue using pump and to call back if any malfunction code recurs.